Event description:
Attorney alleges the patient underwent surgery for implant of an unspecified bard/davol ventralex on (B)(6) 2009. As reported, the patient is making a claim for an adverse patient outcome against the ventralex. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2009 - patient was diagnosed with umbilical hernia thereby underwent open repair with implant of ventralex mesh (device 1). Per operative notes, ¿a small transverse skin incision was made just inferior to the umbilicus. The hernia sac was dissected out. There were some omental adhesions which were taken down. An 8 cm round ventralex mesh (device 1) was placed and tacked with sutures.¿ (B)(6) 2018 ¿ patient was diagnosed with chronically draining abdominal wound, mesh infection, thereby underwent open repair with explant of ventralex mesh (device 1). Per operative notes, ¿an incision was made into the abdomen. The dissection continued deeper hemostatically with electrocautery. A small pocket of fluid was encountered. Previously placed infected (device 1) mesh was excised entirely. The wound was irrigated and vac placement was done. The defect was closed with sutures primarily.¿ (B)(6) 2019 - patient was diagnosed with recurrent ventral incisional hernia, adhesion thereby underwent laparoscopic repair with implant of brad soft mesh (device 2). Per operative notes, ¿a midline incision was made through subcutaneous tissue. There were mild adhesions was identified which were dissected out. The hernia sac was removed. A bard soft mesh (device 2) was placed into the defect and closed with sutures.¿

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the brand name and PMA/510(k) number. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-apr-2009) is considered to be a best estimate. Updated fields: a2, b2, b3, b4, b5, b6, b7, d3, d4 (product catalog no., corporate lot., UDI no., expiry date),d6b, g1, g3, g6, h2, h4, h6, h10. Corrected field : d1 (brand name), g4 (PMA/510(k) note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges the patient underwent surgery for implant of an unspecified bard/davol ventralex on (B)(6) 2009. As reported, the patient is making a claim for an adverse patient outcome against the ventralex . As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.".